Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two separate small fragments and a separate partially wide essure coil') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "separate partially wide essure coil". The patient's medical history included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and oophorectomy outcome was unknown. The reporter considered device breakage and oophorectomy to be related to essure. The reporter commented: discrepancy noted: pathology tests did not mention ovaries as specimens. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: clinical information: pelvic pain. A. Right fallopian tubed essure coil salpigectomy 1. Benign failopian tube without signific pathologic change 2. Separately received fragments of encapsulated fat necrosis 3. Partially uncoiled essure coil received separately from tissue (gross only) b. Left fallopian tubed essure coil salpigectomy 1. Benign failopian tube without signific pathologic change 2. Small benign paratusal cysts noted 3. Cautery artifact noted partially uncoiled essure coil. Received separately fro tissue (gross only) specimen description: a. Right fallopian tube and essure coil, b. Left fallopian tube and essure coil. Gross description: the specimen was received in two parts. Received in formalin tube right fallopian tube a d essure coils, the specimen consists of a fallopian tube, which is received intact with two separate small fragments and a separate partially wide essure coil. The specimen is a 5.5 cm fallopian tube including fimbriated end measures 4.5 x 1.0 cm. The rest of the fallopian tube varies in external diameter from 0.3 cm at the uterine end to approximately 0.5 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received. Event medical device removal was updated to two separate small fragments and a separate partially wide essure coil. New event added- device shape alteration. Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('two separate small fragments and a separate partially wide essure coil') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "separate partially wide essure coil". The patient's medical history included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and oophorectomy outcome was unknown. The reporter considered device breakage and oophorectomy to be related to essure. The reporter commented: discrepancy noted: pathology tests did not mention ovaries as specimens. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: clinical information: pelvic pain. A. Right fallopian tubed essure coil salpigectomy 1. Benign failopian tube without signific pathologic change 2. Separately received fragments of encapsulated fat necrosis 3. Partially uncoiled essure coil received separately from tissue (gross only) b. Left fallopian tubed essure coil salpigectomy 1. Benign failopian tube without signific pathologic change 2. Small benign paratusal cysts noted 3. Cautery artifact noted partially uncoiled essure coil. Received separately fro tissue (gross only) specimen description: a. Right fallopian tube and essure coil, b. Left fallopian tube and essure coil. Gross description: the specimen was received in two parts. Received in formalin tube right fallopian tube a d essure coils, the specimen consists of a fallopian tube, which is received intact with two separate small fragments and a separate partially wide essure coil. The specimen is a 5.5 cm fallopian tube including fimbriated end measures 4.5 x 1.0 cm. The rest of the fallopian tube varies in external diameter from 0.3 cm at the uterine end to approximately 0.5 cm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.